Event description:
It was reported that during pre-op, when the doctor installed the blade into the handpiece for testing, he found that the blade had obviously swayed. The doctor tried to reconnect the blade but useless. Finally, the doctor changed a new blade to perform the surgery. There is no patient involved in this event. The service and report found that the bur was wobbling.

Manufacturer narrative:
H3: visually, the product was returned in a zip lock bag. The returned bag contained an open pouch, tubing set, 2 clamps, stylet, and the blade. There were no traces of contamination found on the blade. However, there were traces of liquid found inside the tubing set. During the observation, it was noted that the outer tube was slightly bent near the distal end of the outer hub. Functionally, the inner assembly spun freely by a hand with no issues. The blade was securely seated into the handpiece and ran up to 3,000rpm in oscillating mode, and while rotating, the blade was wobbling. For further analysis, the inner shaft was pulled out of the outer tube, and it was noticed that the inner shaft was bent near the distal end of the inner hub. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint, due to physical damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.